Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis located in moderately tortuous and moderately calcified vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres in 2-3 seconds, the balloon was ruptured. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported. The patient condition was good.